Event description:
This supplemental report is being submitted due to the lab evaluation carried out on the 13-apr-2023 and the completion of the investigation on the 05-may-2023.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 device of lot c1989773 was returned to cirl opened in its original packaging. With the information provided, a document-based investigation was conducted. Lab evaluation: lab evaluation date: 13 april 2023. Visual inspection: stent pigtail straightener and introducer returned. Two kinks observed on the 2nd and 5th porthole of the tapered end of the stent. Functional inspection: 0.035" wire guide does not pass the kinks callipers: ipe0290. Document review: prior to distribution all zebd-7-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-10 of lot number c1989773 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1989773. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1989773. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, which generated the kink observed on the device during preparation and prevented the guide wire from advancing through the stent. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide, preventing the progression of the wire guide. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the stent was straightened with the provided straightener, the pigtail(s) kinked (before contacting a wire guide). The procedure was completed by using another zebd-7-10 (lot#: unknown). Patient outcome: no adverse effect on the patient has been reported. Patient/event info: notes: 1. For all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact. 2. What was the target location for the stent? Bile duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. On a shelf in tv operation room. 4. What is the reorder number? Outer diameter and length of the wire guide that was used with this device in this procedure? Unknown. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 7. Was the wire guide inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9. If yes please indicate the procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16. Was a straightener used to straighten the stent? Yes. 17. (If any damages were confirmed prior to use)was the package damaged? No. 25. Did the patient require any additional procedures as a result of this event? No. 28. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Investigation is still pending. A follow-up MDR report will be submitted to include the investigation conclusions.